Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that the packaging seal for a 400cc mentor smooth round moderate plus profile saline breast implant was found to be compromised prior to being implanted into a patient. Condensation was observed inside the package. However, the surgery commenced without any reported delays and a new implant was used to complete the implantation. No reported adverse events or patient outcomes were reported.

Manufacturer narrative:
On january 13, 2023, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
On february 15, 2023, mentor completed visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was received inside the inner thermoform sealed. Additionally, a stain was found on the tyvek lid of the inner thermoform and the tyvek lid of the outer thermoform was received without damage. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. According to the manufacturing investigation, the process controls and data records collected for the complaint device are within specification. Therefore, the complaint reported is not able to be confirmed as a manufacturing defect. Manufacturer's reference number: (B)(4).